Event description:
Laparoscopic cholestestecomy- dixie received an event report. Dr conlee stated that the scissors were not cutting and seemed to be dull. He was performing a lap chole. He requested another pair of scissors to finish the case efficiently."

Manufacturer narrative:
(B)(4) 2014 updated - resend this report due to "failed"error message on the submission result summary.this report is to follow up with (B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the scissors functioned properly and met all specifications. The root cause could not be determined as engineering was unable to replicate your experience.during the manufacturing assembly process, applied medical scissors are functionally inspected 100%. This document represents our initial and final report.